Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.72ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. The customer did not provide programming parameters; therefore, the history cannot be utilized to evaluate the reported event. A review of the history indicates the device was not powered up on the reported event date of (B)(6) 2011. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of 5fu (fluorouracil) and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse reported during a home visit that the pt had powered off by the pt and the container was empty. The nurse reported the delivery was not expected to be complete. The device was removed from clinical service. Therapy was resumed with a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, the customer contact declined to provide add'l info including specific pt info and event details.